Event description:
It was reported that there were some under sensed atrial beats when atrial and ventricular beats occurred at the same time. Also, the health care professional (hcp) wanted to get copies of the ventricular tachycardia (vt) episodes. Technical services (ts) discussed that the vt episodes looked to be atrial fibrillation with rapid ventricular response. Ts recommended to defer to the physician caring for the patient. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were some under sensed atrial beats when atrial and ventricular beats occurred at the same time. Also, the health care professional (hcp) wanted to get copies of the ventricular tachycardia (vt) episodes. Technical services (ts) discussed that the vt episodes looked to be atrial fibrillation with rapid ventricular response. Ts recommended to defer to the physician caring for the patient. This device remains in service. No adverse patient effects were reported. Additional information indicated that some atrial beats were undersensed due to the atrial and ventricular beats occurring at or almost the same time. Also, the atrial beats fall into the absolute refractory period of the cross-chamber blanking window.